Manufacturer narrative:
(B)(4). A device history record review was performed on the stimucath catheter with no relevant findings. The customer reported the catheter the catheter tip kinks and infusion is impossible. The customer retuned one adaptor catheter, one flat filter, one stimucath catheter, and lidstock. The components were received connected together. Visual examination of the returned adaptor catheter revealed the adapter appears typical with no observed defects or anomalies. Visual examination of the returned flat filter revealed the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the tip at the proximal and distal ends are slightly bent as compared to a lab inventory catheter. Also, the catheter is slightly damaged at approximately 20mm (c05158) from the proximal end and the catheter is bent approximately 14mm from the proximal end. A manual flow test was performed using the returned catheter and adapter catheter and filter. A 20ml lab inventory syringe was connected to the returned components. Using hand pressure, the water was injected. Water could be seen immediately exiting the distal end of the catheter. No blockages were other remarks: found. Also, a catheter stylet was fully inserted into the catheter with no resistance met. The reported complaint of the catheter being kinked and medication not injecting through could not be confirmed based on the sample received. A device history record review was performed on the stimucath catheter with no evidence to suggest a manufacturing related issue. Although the returned catheter was slightly damaged compared to a lab inventory catheter, the returned catheter passed a functional flow test and a stylet could be fully inserted with no resistance met. Therefore, based on this, no functional issues found with the returned sample.

Event description:
The catheter tip kinks closed and prevents infusion. The device was removed but it is unknown if it was replaced. There were no patient complications or injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The catheter tip kinks closed and prevents infusion. The device was removed but it is unknown if it was replaced. There were no patient complications or injury.